Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: pt underwent repair of a ventral hernia with a bard flat mesh. On (B)(6) 2005: office visits, pt complains of large bulge and pain in the area of mesh repair. On (B)(6) 2005: pt underwent repair of an abdominal wall hernia with unspecified mesh and an appendectomy.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. No lot number was included in the medical records; therefore, a review of the mfg records could not be performed. Additionally, there is no indication in the medical records that the mesh was explanted. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.